Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the sutures of the device shifted downward in the pocket. As the slack was lost on the right ventricular (rv) lead, it dislodged. As a result, the rv lead was explanted and replaced. The device was properly sutured, but no changes to the pocket occurred. No additional adverse patient effects were reported.